Event description:
It was reported that "biomed reports balloon rupture with blood in pump". In additional information via field service report; it was reported "pump was found clean from balloon manifold to drain bottle. [The user] ran the pump for 3 hours. Preformed functional checklist. Iabp ac3 preformed to spec. Pump was [on patient] pumps were swapped and the patient was not harmed". Patient current condition unknown. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was an ac3 pump assembly. Visual inspection of the pump assembly was performed and no abnormality was noted. The pump assembly was installed into a known good ac3 for functional testing. The pump was powered up successfully. Pumping was initiated. The pump with the pump assembly in question passed leak testing, balloon pressure baseline, and the balloon volume checks. The pump was then left to run for over an hour without any issues. Visual inspection of the pump assembly internal hardware was performed, and no abnormality was found. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "blood in pump" is not confirmed. During investigation, no blood or contamination was noted on the exterior or the interior surfaces of the returned pump assembly. The pump assembly passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that "biomed reports balloon rupture with blood in pump". In additional information via field service report; it was reported "pump was found clean from balloon manifold to drain bottle. [The user] ran the pump for 3 hours. Preformed functional checklist. Iabp ac3 preformed to spec. Pump was [on patient] pumps were swapped and the patient was not harmed". Patient current condition unknown. At the time of this report, the customer has not returned our requests for additional information.